Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, there was no blood flow coming from the marker lumen when the first proglide was inserted into the anatomy. An attempt was made with a second proglide device; however, a cuff miss occurred. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.